Event description:
It was reported that the attempted right ventricular (rv) lead was exhibiting high threshold and impedance measurements. It was further reported that a crack in the lead was observed under fluoroscopy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The exposed svc (superior vena cava) defib rillation coil became extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. All electrical testing was within specified parameters. An insulation breach or conductor fracture was not observed during analysis. A ¿crack¿ in the lead was not observed.